Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced a broken/lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated "stopper broken, vacuum leakage."

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced a broken/lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated "stopper broken, vacuum leakage."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for broken with the incident lot was observed. The broken stopper could contribute to the vacuum loss in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.